Event description:
During the af procedure, it was noted that the catheter displayed interference on the proximal poles and displacement out of the geometry which caused the procedure to be canceled. This issue was not resolved which resulted with no adverse consequences to the patient and a canceled procedure.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h10. One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.